Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 012) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015: the initial report indicated that the reporter alleged that the pump was emitting call service 012 alarms. The correct alarm code type that was being emitted by the pump is call service 064, not 012.

Manufacturer narrative:
Follow-up #2: date of submission 12/14/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/20/2015 with the following findings:a review of the alarm history indicated that call service 064 alarms associated with high force during prime had occurred. The pump powered on normally and successfully completed ezprime steps with no alarms occurring. The pump was exercised for 24 hours with no alarms occurring. The pump casing was removed and no internal defects were found. The complaint could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed that the display was dim, faded, and discolored and that the battery compartment was cracked. Additionally, a cold solder connection was found on the cgm module.